Event description:
The manufacturer was contacted in reference to a ds2adv auto CPAP device. The reporter alleged respiratory tract irritation and inflammatory response. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.